Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified atrioventricular branch. A 2.00mm x 12mm emerge¿ balloon catheter was advanced for pre-dilatation. The balloon was inflated twice at 8 and 14 atmospheres, respectively. However, during the third inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 2.0 x 15mm non-bsc balloon catheter. No patient complications were reported and the patient's status was good.